Event description:
The customer reported that the system displayed a communication failure error message. This error message will likely cause a no boot or system lock-up depending on when the error occurred. There is no report of pt injury or death.

Manufacturer narrative:
No conclusion can be drawn, as repair info is not available.